Manufacturer narrative:
Superdimension is not expecting a return device from the site for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Site reported a pneumothorax post superdimension procedure. Patient received chest tube and was hospitalized 2 nights and discharged.